Manufacturer narrative:
This report is submitted on 10 march 2020.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with antibiotics (type not reported). The issue could not be resolved resulting in explant of the device on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.